Manufacturer narrative:
(B)(4) follow up. It was reported a particle was observed during evaluation of sample clarity. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows a microscopic image of a brown colored material with no uniform shape. No other information could be obtained from the photo. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 309657, lot 2215955. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2215955 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The reported defect could not be confirmed to have originated at the manufacturing plant; therefore, corrective actions are not necessary.

Event description:
No additional information received mat# 309657; batch# 2215955, unknown (235499 invalid in system). It was reported by the customer that while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 m, not consistent with materials used in our manufacturing process. Verbatim: rcc received a complaint via email. Email(s) attached while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. A preliminary laboratory investigation (pli) was initiated; microscopic examination of the particle compared to the materials used during the method at lyell did not reveal any conclusive source of the particle. The outcome of the pli indicated that materials and operations in the laboratory were likely not the source of the particulate. A review of process operations was performed to further evaluate potential source. The particle was considered greater than 40 m in size as it was visible to the naked eye unaided by magnification. Based on this size assumption the boundaries of possible entry in the manufacturing process were established to be between the 40 m filtration step prior to sample collection and filling of the final drug product vials, and the collection of the appearance testing sample. The final drug product vials are examined by manufacturing staff for foreign particles, homogeneity, and vial integrity prior to and after filling. No particles or anomalies were observed in the filled drug product vials by the manufacturing staff. The particle was sent to a 3rd party analytical laboratory for identification testing. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 m, not consistent with materials used in our manufacturing process. Add info received; 1st customer response: apologies for the delay and thank you for your support. I'm wondering if you received the full initial email I'd sent originally to customer quality? I was trying to be very clear that we were not specifically stating we felt the particulate came directly from one of the bd items indicated. Let me forward you my original email, as it may clarify. In the meantime, I will reach out to my colleagues and get correction on the mistaken lot number.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "while performing the method for appearance testing on one of our final drug product lot samples, a particle was observed during evaluation of sample clarity. A preliminary laboratory investigation (pli) was initiated; microscopic examination of the particle compared to the materials used during the method at lyell did not reveal any conclusive source of the particle. The outcome of the pli indicated that materials and operations in the laboratory were likely not the source of the particulate. A review of process operations was performed to further evaluate potential source. The particle was considered greater than 40 m in size as it was visible to the naked eye unaided by magnification. Based on this size assumption the boundaries of possible entry in the manufacturing process were established to be between the 40 m filtration step prior to sample collection and filling of the final drug product vials, and the collection of the appearance testing sample. The final drug product vials are examined by manufacturing staff for foreign particles, homogeneity, and vial integrity prior to and after filling. No particles or anomalies were observed in the filled drug product vials by the manufacturing staff. The particle was sent to a 3rd party analytical laboratory for identification testing. Preliminary data provided using microscopy and infrared (ir) spectroscopy indicated that the particle appeared to be a clump of thermally degraded cellulosic fibers, with a particle size of 600 m, not consistent with materials used in our manufacturing process."